Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with the monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was j702 was broken off from the distribution node pca. The root cause for the damaged j702 was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a belt was unable to communicate with the monitor.